Manufacturer narrative:
This is one event (cardiovascular) reported on the same pt involving two separate products and associated with MDR# 1225714-2014-00852.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2009, after the use of the product.